Event description:
It was reported that noise was observed. Egms indicated that both leads were experiencing noise, sometimes simultaneously and sometimes independently. The leads were explanted.

Manufacturer narrative:
Na